Event description:
On (B)(6) 011, siemens customer service rec'd a call from (B)(6). The customer stated that they were attempting to copy a report from 2006 for compliance audits, and observed unexpected behavior. Upon investigation, we found that for systems upgraded to syngo dynamics version 9,0, if a legacy report generated by syngo dynamics systems version 3.x or earlier is opened in syngo dynamics 9.0 portal, the legacy report may be deleted and replaced with a new report from the 9.0 reporting system or with a blank report. A customer safety advisory notice was created and will be distributed to all affected customers. A software patch will be developed and made available.

Manufacturer narrative:
Additional catalog #: 10091604.